Event description:
Customer reported that system displays an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube had a bubble, but system has not been repaired. This MDR is related to ge health complaint number.